Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Patient reported the strip vial expiration date as 08/31/07. The batch record expiration date for the strip vial is 08/31/05 on the advantage test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter serial number unknown, strip lot 547040 with expiration date 08/31/2005.